Event description:
It was reported that the device was capped and replaced due to noise. The device delivered inappropriate hv therapy as a result of noise.

Manufacturer narrative:
Multiple internal insulation abrasions were found between the shock coils and proximal to the svc shock coil. The etfe coating on the ring electrode conductors was abraded at 13.6cm to 14.4cm and 33.4cm to 34.3cm. This is consistent with the observation from the field of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.